Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was scheduled for a lea d revision on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jul-2021, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 27-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was in overdischarge due to patient compliance. The rep performed an antenna locate and said they would start a physician mode recharge. It was noted that the issue was not resolved at the time of the report. It was also reported that the patient was under fluoroscopy and the hcp indicated that the lead had migrated to the top of t9. No symptoms were reported. No further complications were reported/anticipated.